Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that some load was applied to the carton after it was shipped, causing damage to the carton and puncturing the sterilization pack.

Manufacturer narrative:
The single use device was returned to olympus for evaluation. A visual inspection was performed, and physical damage was observed on the lower section of the box. The package showed signs of dried water and was physically deformed in that area. The device itself did not show any signs of water ingression or external damages. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility called to report that they received a damaged box. No patient involvement or injuries were reported. No additional information has been obtained.